Event description:
On (B)(6) 2024, customer contact acorn to setup service. He made us aware that because the stairlift wasn't working, his wife walked up the stairs and had fallen on the stairs. She has 2 broken ribs.